Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Reportedly, customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.